Event description:
MFR rep reports pt going through "opiate withdrawal" due to "a series of scheduling mistakes." Nursing home staff reports they did not hear the low reservoir alarm. Pt was admitted to the hosp. The pump was interrogated and found to be empty. Telemetry data appears to be normal with regard to pump function and correct alarm intervals. The pump was refilled. The pt is recovering. A follow up report will be sent when additional information is received.